Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 2 events were reported for this quarter   product return status - 2 devices were received for evaluation. Evaluation status - 2 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion. Additional information - this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes 2 malfunction event in which the device material deformed. 1 event had patient involvement; no patient impact. 1 event had no patient involvement; no patient impact.